Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a motor error alarm during rewind due to corroded motor home switch. The insulin pump had a scratched lcd window, cracked display window corners. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was mg/dl at the time of the call. The customer stated the reservoir leaked inside the insulin pump. The insulin pump was returned for analysis.